Manufacturer narrative:
MDR related to this event: 2029214-2016-00465, 2029214-2016-00466, 2029214-2016-00467.

Event description:
Upon further review of the literature it was found that the mechanical thrombectomy devices were intentionally detached. This was reported to have been done to treat one patient with a dissection in the c4 and the other 2 devices were used to treat underlying severe stenosis.

Manufacturer narrative:
The device was not returned for analysis as it was left within the patient. Please note that per the instruction for use, patients with angiographic evidence of carotid dissection should not be treated with this device. The reported event could not be confirmed, as the cause of the event could not be definitively determined. MDR related to this event: 2029214-2016-00465 2029214-2016-00466 2029214-2016-00467.

Event description:
Citation: jiang sw1, wang hr1, peng y2 et. Al. Mechanical thrombectomy by solitaire stent for treating acute ischemic stroke: a (B)(4) study. In this study we report a single center experience in chinese patients with acute ischemic stroke who underwent mechanical thrombectomy using solitaire stent thrombectomy device. From december 2010 to march 2015, 83 patients who underwent mechanical thrombectomy. The mean patient age was over 60 years (range 21e85), and male patients accounted for 60.2% of the pool. In our series, the stent was completely detached in the c4 segment of the right ica because of a dissection in one patient. In two other patients, the stents were also detached in the proximal mca (m1) to treat underlying severe stenosis and to maintain vessel patency and blood flow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.